Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g reload was received unfired, with the pan detached on the right proximal side. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A photo was provided. The photo provided shows an ecr60g cartridge inside of it sterile package. The cartridge pan is visibly out of it original position. Based on the picture alone the event described is confirmed, however no conclusion could be reached on how the reported event occurred. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the cartridge could not be loaded into the device. Another device was used to complete the procedure with another reload. There were no adverse consequences for the patient reported.